Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation of a 5x40mm armada 35 balloon dilatation catheter (bdc) a hair on the shaft of the device was noted. Therefore the bdc was replaced with a new armada 35 bdc and the procedure was continued. There was no patient involvement nor clinical delay. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaint could not be determined. Potential factors that may contribute to contamination (hair) on the device include, but are not limited to, manufacturing and/or handling/exposure during unpackaging of the device. Return device analysis noted the sterile pouch was returned opened which indicates that the device was handled outside of the packaging. Since the device was not returned in its original packed condition, it cannot be confirmed that the contamination occurred at the manufacturing site. In this case, it is possible that the device was either packaged with the reported hair or it became contaminated at the account; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The device was received and the contamination was found loose inside the tyvek pouch. It was confirmed by the account that the hair was noted inside the pouch during preparation. No additional information was provided.